Manufacturer narrative:
Initial.

Event description:
It was reported that the patient did not connect the infusion set properly, became disconnected from the ilet, and experienced a blood glucose rise to 220 mg/dl. After reconnection, blood glucose stabilized, and no alerts or alarms occurred. No reported adverse clinical effects reported. Outcomes included no medical intervention or hospitalization. Investigation included troubleshooting and user education regarding correct infusion set connection and exercise-related disconnection practices. Investigation of this case revealed user error related to infusion set connection with no device malfunction identified and the device functioning as designed upon reconnection. It was concluded, based on previously established findings for similar reports, that the cause was user-related use error.